Event description:
It was reported that backup vvi was observed on the implantable cardioverter defibrillator (ICD). The patient was to present for a follow up in clinic. There were no reported patient consequences.